Event description:
The facility's biomed technician reported an infusion pump wth an 810:04 failure code. Additional contact info was requested, but not provided. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during pt use of biomed testing, but was unk.